Event description:
It was reported by doctor to sales rep; " that during a procedure, which was observed by the rep, a metal part was found in the wound of the pt just before implantation of the stem took place (all preparation for implantation were done). The surgeon further reported that the pt got a stem. The metal part is available for investigation. During the procedure the following instruments were used: cutting edge instruments for preparation of the acetabulum in combination with abg cup, accolade instruments, system 6 power tools, and own instruments of the hospital.

Manufacturer narrative:
It is not known at this time if the metal part is from stryker product or hospital owned. The metal piece is described to be consistent with 400 series stainless steel, however, since many of the stryker devices are composed of 400 series stainless steel material it would be difficult to determine the particular device that this metal piece came from. The rasp that was included in the accolade lean kit was suspected to be the source of the metal piece, however, reviewing the pictures in the document section do not show any abnormalities. A letter has been sent to the surgeon to review the other devices in the accolade loan kit and no abnormalities have been found. The root cause is not determined since the exact device that the metal piece came from is unk. Should additional info become available, it will be submitted in a supplemental report.